Manufacturer narrative:
MDR 3003442380-2024-02049 - device 5 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that ten infusion sets fell off during use. The infusion sets were in use for less than 24 hours. Patient replaced infusion set and resumed insulin successfully. No further information was available.